Event description:
Discordant, false negative (non-reactive) immulite 2000 xpi rubella igm result was generated on one patient sample. The false negative result was not reported to the physician. The same sample was tested in duplicate on the same instrument and positive results were generated. There was no known report of treatment given or withheld based on the discordant, false negative rubella igm result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer and analyzed the immulite 2000 xpi instrument data. It was found that the water being used while the lab osmosis water system was being serviced was very gaseous, causing bubbles in the tubing. However, the cause of the discordant, false negative rubella igm result is unknown. Siemens is currently investigating the issue.

Manufacturer narrative:
(B)(4): additional information:siemens attempted to contact the customer multiple times to confirm whether or not the customer was back to using their laboratory osmosis water system without any further issues.the customer did not respond.